Event description:
It was reported that the home patient (hp) was using a cassette with a hole on the final line while performing the therapy on the homechoice (hc) device, during the last fill. The hp stated that they taped up the hole and were connected to the set-up performing the therapy. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). As the device was not returned, an evaluation could not be completed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. The guide provides specific instructions for inspecting the disposable set for damage prior to use and warns the user that before loading the disposable set, the cassette and the tubing should be inspected for damage. Using damaged sets can result in contamination of the fluid or fluid pathways. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.